Manufacturer narrative:
Follow-up #1: date of submission 1(B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a call service 078 alarm. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was found to be cracked at the threads on the side. The returned battery cap had stripped threads and was unable to fit. A test battery cap was used. Moisture and corrosion was found in the battery compartment. The pump¿s cover was removed and further moisture was found on the motor flex connector inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service alarm issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.